Event description:
It was reported "cartridge does click into place, but it is not as secure as it used to be, easier for it to come off causing concerns". There was no reported adverse impact to the customer. The customer then declined follow up from technical support regarding the issue. No additional patient or event information was available.